Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR is related to the retrospective review of complaints from companion medical inc, following medtronic¿s acquisition of the company in september 2020.

Event description:
Customer reported via phone call that the insulin pen is not dispensing insulin. Customer has changed the cartridge and tried multiple needles but no insulin was coming out. Customer states that the screw moves without insulin cartridge on but once they put it on it does not dispense any insulin. No harm requiring medical intervention was reported. The device is expected to return for analysis.